Event description:
Ous MDR - after an implantation period of approximately 33 months undersensing was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the df4 connector pin. All fragments were received for analysis. The analysis revealed multiple signs of wear along the lead body. In particular on the distal lead fragment the insulation was rubbed through. This damage might have had contributed to the reported drop of the r-wave amplitude. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. Additionally the analysis demonstrated deformations of the rv shock coil and a bend between the ring electrode and the lead tip. These damages most likely occurred due to mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.